Event description:
Pt was revised to address poly wear and to resurface the patella.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for approx twenty years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.